Manufacturer narrative:
(B)(4). Device manufacture date is 10/11/2018. Investigation summary: the device was returned with no apparent damage and the blade was not broken as reported by the account. The device was connected to a gen11, and the generator immediately displayed the "replace instrument" alert screen so the device could not be activated for further functional testing. Further testing identified that the eeprom was not programmed. The device was disassembled to inspect the internal components and no anomalies were found. Our manufacturing process has been identified to be the possible cause of the eeprom issue. The batch history record was reviewed and there were no defects, protocols, or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the active blade of the instrument broke off. It was not known if the blade fell into the patient or if the blade will be returned with the device. Another like instrument was used to complete the procedure. There were no patient consequences reported.